Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing ¿primed faster than normal¿. Subsequently, the customer¿s blood glucose (bg) level lowered to 52 mg/dl. Customer consumed carbohydrates to address bg and changed the infusion set to resolve the issue. Recommendation was made to discuss diabetes management with a health care professional.